Event description:
It was reported by the patient that he experienced ongoing issues with his wound healing after recently undergoing implantation of an inflatable penile prosthesis (ipp) device. The patient was asking questions regarding possible allergic reactions and the device causing wound dehiscence. The physician does not know what caused or contributed to the wound healing issues. However, he did note that the patient was massaging the area and had pulled down forcefully on the pump. The physician decided to replace the patient's ipp device, and the replacement surgery went well. The physician did note that the patient had developed some ulcers in the groin, but that the cause of the ulcers was unknown. He stated the original wound has healed, but it appears that another ulcer has formed recently. This event is for the complications reported prior to replacement.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Explant date (d6b) unavailable. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of dehiscence, ulceration are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by the patient that he experienced ongoing issues with his wound healing after recently undergoing implantation of an inflatable penile prosthesis (ipp) device. The patient was asking questions regarding possible allergic reactions and the device causing wound dehiscence. The physician does not know what caused or contributed to the wound healing issues. However, he did note that the patient was massaging the area and had pulled down forcefully on the pump. The physician decided to replace the patient's ipp device, and the replacement surgery went well. The physician did note that the patient had developed some ulcers in the groin, but that the cause of the ulcers was unknown. He stated the original wound has healed, but it appears that another ulcer has formed recently. This event is for the complications reported prior to replacement.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is(B)(4). Explant date (d6b) unavailable.